Event description:
Had major surgery to remove ovaries, fallopian tubes, uterus, and cervix on (B)(6) 2021 due to essure implant migration. The right implant had migrated into my uterus causing damage. Then part of it came completely out of my body. Prior to the surgery I had horrible side effects fatigue, headache, joint pain, body aches, severe cramps, bleeding for long periods, bad clots, worsen allergies asthma. FDA safety report ID # (B)(4).